Event description:
Boston scientific received information that this ventricular lead fractured. The lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned therefore boston scientific is unable to confirm the clinical observations. Should additional information become available, this report would be updated.